Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system battery has reached its end of service and she would like to have it replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs system generator was successfully replaced and the reported issue addressed.